Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. UDI not available as product was manufactured on or before september 23, 2014.

Event description:
It was reported that the patient presented for a scheduled generator change. During the procedure it was discovered that the right atrial lead exhibited low impedance. It was noted that the lead had an insulation breach. The lead was capped and replaced on (B)(6) 2021. The patient was in stable condition.